Event description:
It was reported in a literature article that intraprocedural coil fracture and migration from the aneurysm into the parent vessel occurred. The migrated and fractured part of the coil was fixed against the parent vessel wall by a stent (manufacturer unknown). No other information was available.

Event description:
It was reported in a literature article that intraprocedural coil fracture and migration from the aneurysm into the parent vessel occurred. The migrated and fractured part of the coil was fixed against the parent vessel wall by a stent (manufacturer unknown). No other information was available.

Manufacturer narrative:
The lot number is unknown; therefore, a review of the manufacturing records could not be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
The cases in the literature article performed between 1994 and 2013; the exact date of the event being reported in unknown. Subject device is not available.